Manufacturer narrative:
Final analysis of lead model 3093-28 showed lead body cut through, product segmented; no significant anomaly. Final analysis of neurostimulator model 3023 (lot # nbv631502s) showed ins functionally okay, insignificant anomalies; no significant anomaly. Final analysis of extension model 3095-10 showed extension distal end conductor broken, (overstress, damage) . Analysis summary noted: the #1, 2, and 3 straight wire conductors are broken at the coil to straight wire crimp sleeves 2.6 cm from the distal end. The breaks are likely due to severe twisting of the extension and lead.

Event description:
When contacted for follow up information, it was reported that there were no updates regarding the patient and was noted that this was taken an ¿an indication that things are working ok¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, explanted: (B)(6) 2013, product type lead; product ID 3095-10, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had lost stimulation when she met before the operation. The impedance values indicated a possible fracture on electrodes 3 and 4. The system was explanted due to breakage of the lead. During the procedure the surgeon pointed out that the lead appeared to have twisted multiple times. The implant side was in fatty tissues. A new lead was implanted after good physiological markers were observed. There was no patient injury, but her status was unknown. Two days later it was reported that the patient outcome was still unknown as the case was ¿on (B)(6) at 5 pm.¿ additional information was requested, but was not available as of the date of this report.